Event description:
Medtronic (covidien) received information regarding an incident with manufactured devices. During the procedure, it was reported the two concerto coils would not detach. It was reported that the first concerto coil pushwire was bent during inserting in the microcatheter. The physician tried to detach the coil but the coil would not release from the pushwire. The implant coil could not be detached with instant detacher as well as with the manual detachment (breaking of the hypo-tube method, an alternative detachment method presented in the instruction for use). Removed the coil without incident and placed another coil. Second concerto coil was placed without difficulty but did not detach. Another coil was placed without incident and procedure was completed. No patient injury reported as a result of the procedure. This event is same as MDR ref. 2029214-2015-00789

Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Requests were made for the return of the device, but no correspondence has been received regarding the device.¿ the lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).